Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Since the serial number of the subject device is unknown and omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic procedure, the endoscopic image of the subject device disappeared after thirty minutes of use and an error code (scope communication error) was displayed on the monitor. The user facility changed the subject device and the procedure was completed with another olympus ureterorenoscope. There was no report of patient injury associated with the event.